Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump alarmed motor error during the basal rate delivery. Troubleshooting was performed and the insulin pump passed the displacement and self tests. The insulin pump was not exposed to high magnetic fields. The insulin pump was able to complete the manual prime, but failed to delivery insulin during the fixed prime test. The customer was advised to revert to a back up plan of manual injections. Nothing further was reported.